Event description:
Ams rec'd info which stated that a pt underwent an apogee/perigee procedure for cystocele and rectocele repair in 2006. She also underwent a tvto procedure for urinary incontinence. Patient reported pain on the left side lateral to the labia and in the buttocks. Examination found mesh in the vaginal lumen which was trimmed. Unknown if mesh was from the apogee, perigee or tvto.